Manufacturer narrative:
B5 describe event or problem - updated. Event withdrawn as dissection was confirmed to not be related to the 14f isleeve introducer sheath. E1 initial reporter phone number: (B)(6).

Event description:
It was reported that dissection occurred. Procedure summary the patient anatomy contained severe calcification at the native aortic valve leaflets and moderate tortuosity within the vasculature. The native aortic annulus was 25.9 mm in diameter. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. A size large acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. The size large acurate neo2 valve opened normally with deployment. Post-release, echocardiogram revealed mild-to-moderate paravalvular regurgitation. Post-dilatation was performed using a 25mm non-boston scientific (bsc) balloon catheter. Upon inflation, the 25mm non-bsc balloon catheter was unstable and moved towards the left ventricle. When the physician attempted to deflate the 25mm non-bsc balloon catheter, difficulty was encountered and blood was observed inside the syringe. The physician proceeded to remove the 25mm non-bsc balloon catheter, but at the iliac artery, it became stuck inside the 14f isleeve introducer sheath. The 25mm non-bsc balloon catheter and 14f isleeve introducer sheath were removed together. A dissection in the iliac and femoral arteries was noted, likely attributed to the perforated 25mm non-bsc balloon catheter. Simultaneously, the patient's blood pressure dropped and transesophageal echocardiogram (tee) revealed cardiac tamponade. Pericardiocentesis was performed and protamine was administered. The heart surgeon was called into the operating room (or) and the patient was intubated. The patient's blood pressure transiently increased before dropping again and cardiopulmonary resuscitation (CPR) was performed. A second pericardiocentesis was performed and the heart surgeon took over in the catheterization laboratory as there were no thoracic surgery ors available at that time. The heart surgeon began open heart surgery, but was unable to access the patient's aorta. The physicians hypothesized the cause of the cardiac tamponade and annular rupture to be due to the heavily calcified native aortic valve or by the upper crowns of the size large acurate neo2 valve during post-dilatation. Patient status the patient died on the table in the or. It was further reported that the perforated 25mm non-bsc balloon catheter was unable to appropriately re-wrap for withdraw and removal from the patient. The dissection was attributed to the perforated non-bsc balloon catheter.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that dissection occurred. Procedure summary: the patient anatomy contained severe calcification at the native aortic valve leaflets and moderate tortuosity within the vasculature. The native aortic annulus was 25.9 mm in diameter. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. A size large acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. The size large acurate neo2 valve opened normally with deployment. Post-release, echocardiogram revealed mild-to-moderate paravalvular regurgitation. Post-dilatation was performed using a 25mm non-boston scientific (bsc) balloon catheter. Upon inflation, the 25mm non-bsc balloon catheter was unstable and moved towards the left ventricle. When the physician attempted to deflate the 25mm non-bsc balloon catheter, difficulty was encountered and blood was observed inside the syringe. The physician proceeded to remove the 25mm non-bsc balloon catheter, but at the iliac artery, it became stuck inside the 14f isleeve introducer sheath. The 25mm non-bsc balloon catheter and 14f isleeve introducer sheath were removed together. A dissection in the iliac and femoral arteries was noted, likely attributed to the perforated 25mm non-bsc balloon catheter. Simultaneously, the patient's blood pressure dropped and transesophageal echocardiogram (tee) revealed cardiac tamponade. Pericardiocentesis was performed and protamine was administered. The heart surgeon was called into the operating room (or) and the patient was intubated. The patient's blood pressure transiently increased before dropping again and cardiopulmonary resuscitation (CPR) was performed. A second pericardiocentesis was performed and the heart surgeon took over in the catheterization laboratory as there were no thoracic surgery ors available at that time. The heart surgeon began open heart surgery, but was unable to access the patient's aorta. The physicians hypothesized the cause of the cardiac tamponade and annular rupture to be due to the heavily calcified native aortic valve or by the upper crowns of the size large acurate neo2 valve during post-dilatation. Patient status: the patient died on the table in the or.